Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed on (B)(6) 2025 due to pain. When wearing certain shoes, the patient reported pain caused by rubbing. A CT scan confirmed the patient's bones were completely fused/healed. Additional information indicates that during a follow-up visit, two weeks post-op, the patient was doing great and felt good. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The most likely cause of the reported event could not be determined based on the available information and without return of the device. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same hardware removal surgery was reported in 3011623994-2026-00026.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed on (B)(6) 2025 due to pain. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.